Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the luer adapter to be cracked, leaking, or broken. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at the commencement of treatment, when the clinician was removing the catheter lock, blood and air entered the syringe. On closer inspection, a crack was noted in the arterial lumen and red (arterial) luer. The lumen was immediately clamped, and use of the catheter was ceased. The treatment was not completed. Advice was sought from the interventional radiology team, who agreed the device should not be used and arranged for a replacement of the catheter, a week after replacement as a remedial action. The treatment was completed 6 days later, after the reinsertion of the catheter. No further medical intervention was required, including the use of prophylactic antibiotics. The catheter was not repaired. There was no leak. The briemark alcohol wipes were the type of cleaning agent used on the device. There was nothing unusual observed on the device prior to use. The flushing was done prior to use, and the result was nothing unusual. The tego was utilized. There was no instrument used to loosen or tighten the device. There was no excessive force used on the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no blood loss and no blood transfusion required. The insertion site was treated prior to product placement. The skin surrounding the catheter was cleaned with normal saline and chlor prep. There was no reported patient injury.